Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"No patient harm reported. The fiber was being used at normal power level of 6 watts and laser fired and laser fiber broke in half. The patient did not require a longer stay or additional procedures. The case was completed and using another working fiber."